Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed, however the catheter broke mid-shaft, not at the catheter-tip junction as initially reported. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient's artery. The physician had acquired retrograde femoral artery access and during catheter manipulations over a stiff guide wire the catheter tip detached and remained on the wire. The physician successfully removed the detached catheter and the guide wire together. No patient injury to report.